Event description:
It was reported that a shaft fracture occurred. Vascular access was obtained via the radial artery. The 25mm x 2.75mm, de novo and concentric 95% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.25*24 unspecified balloon catheter. A 2.50mm x 12mm maverick² balloon catheter was selected to treat the lesion but the device could not cross the lesion and then the balloon rod was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a maverick2 balloon catheter with a maverick2 shelf box and inner packaging pouch. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was completely separated 85.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. Vascular access was obtained via the radial artery. The 25mm x 2.75mm, de novo and concentric 95% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.25*24 unspecified balloon catheter. A 2.50mm x 12mm maverick²¿ balloon catheter was selected to treat the lesion but the device could not cross the lesion and then the balloon rod was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.